Manufacturer narrative:
(B)(4). Evaluation (B)(4) - other review of patient data. The cell-dyn sapphire generated false white blood cell (wbc) results that did not generate the resistant red blood cell (rstrbc) flagging for one patient. On (B)(6) 2008, during a field service representative (fsr) visit to the site, verification of the optical bench was performed and it was found within specifications. The fsr replaced the wbc injection syringe due to leakage. The instrument was within specifications and no further investigation was required. On (B)(6) 2008, the cta followed-up with the customer and was informed that another sample from the same patient was received and both cell-dyn sapphires gave unflagged results. The customer submitted a total of (B)(4) of data. The 1st sample, ran on cell-dyn sapphire (B)(4) on (B)(6) 2008, showed variant lymphocyte (varlym) and immature granulocyte (ig) flagging, no resistant red blood cell (rstrbc) flagging. The 1st sample, re-run on a cell-dyn sapphire (B)(4) on (B)(6) 2008, showed band, ig, blast, varlym, and asym (asymmetrical rbc distribution) flaggings, no rstrbc flagging was present. The cell-dyn sapphire system operators manual, list number 08h10-01, revision d, under section 3, principles of operation, system initiated messages and data flags, page 3-53, suggested action is to follow the laboratory's protocol for handling these flags and, if required, review a stained blood film for the presence of suspect populations. Section 7, operational precautions and limitations, pages 7-8 through 7-10, provides a list of interfering substances and condition that can affect the cell-dyn sapphire parameters. Page 7-10 indicates that the cell-dyn sapphire has been validated for its intended use; however, error can occur due to potential operator errors and cell-dyn sapphire system technology limitations. Results obtained in the cell-dyn sapphire must be used with other clinical data, for example, symptoms, other test results, patient history, clinical impressions, information available from clinical evaluation, and other diagnostic procedures. All data must be considered for patient care management. If the results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. A review of the abbott metric reports did not indicate any adverse trend for the cell-dyn sapphire, l/n 08h00-01, for the reported complaint issue. Based on the investigation, no product issue was identified for the cell-dyn sapphire for false wbc results generated without rstrbc flagging on patient samples. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that the cell-dyn sapphire has generated discrepant wbc results. The account stated that there was a lack of flagging and inappropriate flagging for discrepant wbc results. The initial result was 15.3 k/ul (with a varlym flag), the result was reported. Later in the afternoon the blood smear was reviewed and did not match the result. The sample was then tested on the other analyzer and the wbc = 3.69 k/ul which matched the blood smear. The correct result was reported. The following day, the account stated they received another sample for the same patient. The account tested it first on the other analyzer the wbc= 27.0 k/ul (an invalid flag was generated with no asterisk). The resistant rbc was not flagged. The sample was then tested on the initial analyzer on resistant mode and the wbc=13.5 k/ul (an asterisk and invalid data flag was generated). Field service was requested. There is no impact to patient management reported.